Event description:
It was reported by the customer that two caregivers were performing the transfer, and the lift was positioned perpendicular to the bed. As the resident was being lowered onto the bed, a caregiver standing on the opposite side of the lift reached toward the handles of the sling to reposition the resident closer to the head of the bed. During this repositioning process, the left rear castor rose off the floor, causing a tipping motion that startled the caregiver operating the handset. The second caregiver then pushed against the boom to stabilize the lift and return the castor to the floor. The right rear base contacted the caregiver operating the handset, resulting in a bruise to the caregiver¿s right shin. The resident was subsequently lowered onto the bed without further issues.

Manufacturer narrative:
The maxi 500 instructions for use (001.20815) warn: ¿never attempt to maneuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries.¿ additionally, in the section ¿transferring patient using loop slings¿, and the subsection ¿lowering patient to a seated position¿, the IFU instructs that ¿once the patient has arrived at the destination, reposition the patient according to the destination position.¿ in this case, the caregivers¿ need to pull on the sling to guide the resident toward the head of the bed, combined with the subsequent instability of the lift, suggests that the patient may not have been positioned directly above the bed during lowering (i.e., had not yet ¿arrived at the destination¿). As a result, the sling may have been stretched or pulled to compensate for the misalignment, contributing to the shift in the center of gravity. Additionally, an allegation was reported stating that the one of the caregivers, who was repositioning the resident using the sling handles, is male and may have pulled too forcefully while repositioning the resident in the bed. When the patient is not directly above the intended destination, the lift should be repositioned before lowering. If caregivers attempt to pull or drag the patient in the sling to achieve the desired position, the center of gravity can shift, increasing the risk of lift instability. When the lift is positioned according to the IFU, the center of gravity remains stable and the risk of tilting is mitigated. The maxi 500 complies with the iso 10535 standard, which specifies stability requirements for hoists intended for patient transfer. To sum up, arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. There is no indication of a product malfunction contributing to the tilt. Instead, the handling of the sling during the transfer may have contributed to the incident. The complaint was decided to be reportable due to the lift tipping with the patient. The device is distributed outside the us and no gudid information exists.